Event description:
It was reported that the patient was returning to the operating room for driveline (dl) debridement and possible pump exchange on (B)(6) 2026. The left ventricular assist device (lvad) was operating as intended with no alarms. It was mentioned that the surgeon wanted to give the patient a couple days with out hardware in their body and then implant a new heartmate 3 pump. The heartmate 3 pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.